Event description:
Initial information was received from a consumer on (B)(6) 2011: a (B)(6) female consumer received four treatments with poly-l-lactic acid (sculptra) (lot # unknown and expiration date: unknown) (B)(6) 2011 for wrinkles and loss of volume. The physician applied procaine [novocain] and paraffin soft [vaseline] over the face prior to injection of the poly-l-lactic acid and the patient thought her physician also mixes lidocaine with the poly-l-lactic acid. The treatments were given in both sides of the face from the cheek line to the jaw line with ten injections administered with each treatment. The first two treatment went fine with normal swelling and pain which resolved. With the treatment in (B)(6) 2011, the patient quickly experienced swelling, itching, redness and a hot feeling in her face which resolved. With the treatment on (B)(6) 2011, she experienced intense swelling, redness, burning, itching and her face feeling hot. These symptoms moved to areas other than the injections sites and under her chin and continue. The swelling had progressed under her chin and it looked like she had a goiter. The events were at all injection sites. She went to her physician who prescribed hydrocortisone cream and cetirizine hydrochloride [zyrtec]. She stated that the itching is a little better. The patient had a history of psoriasis. No further relevant information reported.